Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s blood glucose level at the time of the incident was 417 mg/dl. The customer was assisted with the troubleshooting. The customer was alleging insulin pump for under delivering the insulin. The reason customer was alleging because she had been high for about one month. The customer was treated with the insulin pump as well as manual injections. The customer¿s other high blood glucose values were 494 mg/dl, 457 mg/dl, 421 mg/dl, 347 mg/dl, 486 mg/dl, 547 mg/dl, 559 mg/dl, 437 mg/dl, 480 mg/dl, 482 mg/dl, 406 mg/dl, 436 mg/dl, 557 mg/dl, 496 mg/dl, 319 mg/dl, 521 mg/dl, 550 mg/dl, 489 mg/dl, 484 mg/dl and 552 mg/dl. The insulin pump will not be returned for the analysis.